Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the outside package was found to have two small cuts in it, this was found prior to opening it. Another device was used to complete the procedure. The device was not used in/on the patient.

Manufacturer narrative:
Manufacturing review: a DHR review was not required, however, requested to review manufacturing records. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: based on the sample and photo evaluations: one electronic photo was reviewed. The photo shows one sealed equistream 14.5f catheter with airguard introducer, 19cm straight, standard kit. The device appears to have slight cuts/tears on the tyvek lid on the kit. One sealed equistream 14.5f catheter with airguard introducer, 19cm straight, standard kit was returned for evaluation. Visual evaluations were performed. The investigation is confirmed for holes, cuts, tears in package, as the device had the tyvek backing with wrinkles on the top corners and two cuts were noted on the tyvek backing. There is no indication that the sterile barrier breach is related to a design failure, as the hemostar packaging configuration passed ship testing. The ship test qualification confirmed that the packaging configuration is sufficient to maintain a sterile barrier after exposure to international safe transit association (istg) conditioning. The definitive root cause for the abrasive tear identified in the device packaging could not be determined based on the provided information. However, it is unlikely that the slit in the packaging is manufacturing related. It is unknown if device handling and/or storage conditions at the user facility contributed to the reported event. Since this event could not be confirmed ¿not to be user related¿, no rap is required. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported the outside package was found to have two small cuts in it, this was found prior to opening it. Another device was used to complete the procedure. The device was not used in/on the patient.